Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 11oct2017 to assess the testing instrument in question. The fse proactively replaced both syringes. The fse then subsequently determined that the instrument was then operating as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 09oct2017, which appeared as weakly positive, with slight red blood cell adherence.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo echo on (B)(6) 2017.